Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. (B)(6).

Event description:
It was reported that via merlin.net transmission it was seen that the patient had received inappropriate high voltage and antitachycardia pacing therapy after what appeared to be supraventricular tachycardia episodes. The device remained implanted.